Event description:
The customer reported a flogard pump with an alarm f38. It is unknown when this event occurred or if there was patient involvement. There was no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an "f38" was confirmed in the sample evaluation task. The cause was due to a damaged force sensing resistors (fsrs) in tube load detection circuitry. Service replaced the fsrs to resolve the reported problem.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up medwatch will be submitted. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.